Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. After receiving a right attune total knee replacement on (B)(6) 2015, patient had a manipulation of her right knee under anesthesia for successful treatment of post-operative joint stiffness on (B)(6) 2015. There was no revision of products, nor was it indicated that they contributed to the diagnosed arthrofibrosis. Right knee was revised on (B)(6) 2016, to address ongoing pain and flexion contracture, with radiographic evidence of tibial loosening. Revising surgeon stated that femur was well-fixed, but the tibial base plate was partially de-bonded from the cement mantle. Femur, tibial base plate, and tibial insert components were revised; the patella component was retained. Medical records contain no product or lot information for the specific products used in the primary knee. It is unknown if depuy cement was used. A competitor knee was re-implanted during revision, with the exception of the retained patella. Doi: (B)(6) 2015; dor: (B)(6) 2016; (right knee)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI:(B)(4). Added: patient identifier, (age), other relevant history, brand name, common device name, device identification (procode,lot,exp,UDI), medical products & therapy dates, PMA/510k, device manufacture date and evaluation codes (contracture).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 13 may 2020 re-open. The complaint was re-opened upon receiving the product details of the tibial, the tibial insert and the femoral stem. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.